Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a piece of foil which was contacting the pockets and preventing the row board from functioning. The field service engineer confirmed that the customer resolved the issue by removing debris and resetting the station. The fse repositioned the auxiliary and main stations to address space constraints, rerouted cabling for improved safety, and secured the loose barcode scanner mast. The unit functionality was confirmed upon reboot. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and device was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.